Event description:
Attorney reported: in 2003 - the pt had a laparoscopic ventral hernia repair with placement of a composix e/x mesh patch. In 2004 - the pt underwent a repair for a recurrent ventral hernia with placement of a composix kugel mesh patch. Thereafter, the pt developed an infection at or about the surgical site and underwent additional hospitalization and surgeries, through, to the present time, all of which were necessitated due to the defective products. The pt continues to suffer the ill effects of the defective products and will undergo future surgeries and treatment, all of which will leave her permanently disabled and disfigured. The pt has experienced great pain and suffering, emotional distress and will experience the same into the future.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. We will submit a f/u report when/if product is returned for evaluation or additional info becomes available. See MDR 1213643-2009-00266 for info related to composix e/x mesh implanted in 2003.